Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were bent and overlapping stent struts in the first three distal rows of stent struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found a kink 135mm from the end of the hub. A visual and tactile examination found no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-may-2016. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). After predilation and rotational atherectomy was performed, a 16 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.